Event description:
Second-use dialyzer, reprocessed. Upon initiation of treatment, pt had severe reaction with dizziness, chest pain, and difficulty breathing. Treatment was stopped and blood was discarded. Treatment resumed with different competitor diazlyzer.

Manufacturer narrative:
The factory reviewed the test record of two lot numbers used by the facility at the time of this occurrence for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from these lots were tested for limulus pyrogen test, hemolysis test, pyrogen (rabbit) test, acute systemic toxicity, and intracutaneous toxicity test. No abnormality was determined. Co is unable to determine the cause of the incident.